Event description:
Procedure performed:gastric band . Event description: les ciseaux ne se ferment pas. [Translation] the scissors don't close. Additional information received from applied medical representative via email on 15-mar-2022: the scissors were not used because they were defective upon opening. The surgeon intended to cut the gastric band and gastric band catheter to remove them. The procedure was a gastric band. The date was (B)(6) 2022. The patient did not suffer any injury. Additional information received from applied medical representative via email on 12-apr-2022: the surgeon took an eb210 from another kit. The customer only purchases gk887 kits. Intervention: change to eb210. Patient status: the patient did not suffer any injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as a large burr was observed on one of the blades, preventing the unit from actuating. Based on the condition of the returned unit and the description of the event, the burr likely resulted from the scissor blades interfering with one another at their proximal end. However, the exact root cause of the blades interfering with each other is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: gastric band. Event description: les ciseaux ne se ferment pas. [Translation] the scissors don't close. Additional information received from applied medical representative via email on 15-mar-2022: the scissors were not used because they were defective upon opening. The surgeon intended to cut the gastric band and gastric band catheter to remove them. The procedure was a gastric band. The date was march 2, 2022. The patient did not suffer any injury. Additional information received from applied medical representative via email on 12-apr-2022: the surgeon took an eb210 from another kit. The customer only purchases gk887 kits. Intervention: change to eb210. Patient status: the patient did not suffer any injury.